Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was unknown, possibly due to a fall in february but cannot say for sure. The cause of the settings being erased was also unknown. The patient was reprogrammed 5/23 and all programs were erased when rep saw her last week. The actions taken to resolve the issue was the patient got reprogrammed 6/4 and got great coverage. She is considering a lead revision. The patient was reprogrammed and doing well. The patient is beginning process of scheduling replacement. No date yet.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports they checked impedances today and all electrodes on the 0-7 lead are out of range - high impedances. Pt said they had a car accident in (B)(6) 2025. Rep reports they are getting screen 82 "device not ready cannot continue. Call your doctor" message on the controller. Rep checked the implantable neurostimulator (ins) with her tablet and all the programming is gone. Rep will reprogram the ins. Patient (pt) reports they stopped feeling stimulation about a week ago. Pt said the doctor is planning to replace the ins as an elective replacement for the newer technology.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. The leads have impedances. A new battery was implanted. Battery changed per physician request, leads still have impedances. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.